Event description:
Non-delivery during alarm condition reported. The pt was receiving dobutrex at .23 micrograms/kg/minute on pump a, levophed at .04 micrograms/kg/minute on pump b or c, and an unspecified solution at an unspecified rate on pump b or c. It was reported that pumps b and c beeped simultaneously for occlusion. The cassette was changed and the pump alarmed again for occlusion so the pump was switched out with no further alarms reported. The pt's blood pressure dropped to 60 systolic during the change of tubing and pump but returned to previous unspecified levels when the IV drips were resumed. No pt harm reported.